Event description:
It was reported during a thoracoscopy and right middle/lower lobe biopsy while using the ez45g the device was fired for biopsy of the middle lobe. The rep reports the device worked fine. Then the device was fired on the lower lobe and the stapler misfired. There was an incomplete staple line. A new ez45g was opened and it also misfired or jammed. Then the surgeon couldn't release the button to open the jaws. He had to force open the jaws and had to extend the incision and closed the defect with suture to complete the case. There was no consequence to the patient. 10/23/1997 the surgeon had to make a longer incision site and this extended the hospital stay for the patient.